Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed bardport MRI l/p implantable port kit with the following components: bardport MRI l/p implantable port, one cath-lock loaded onto a catheter, one flushing connector, two introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one syringe, one j-tip guidewire in a guidewire hoop, one 7.0fr introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. Gross visual evaluation was performed on the returned device. The investigation is confirmed for the identified unsealed device packaging issue as seal transfer was noted along the lip of the tray. Further, the investigation is also confirmed for identified packaging problem as a crack was noted to one corner of the inner packaging tray and both the inner and outer packaging trays were noted deformed in some areas. However, the investigation is inconclusive for difficult to open packaging issue as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2025).

Event description:
It was reported that prior to a port placement, the sterile internal part was stuck to the non-sterile external part. There was no patient contact.